Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: UDI# :(B)(4). Review of the most recent repair record determined the motor was running too slow to get a rpm reading. The motor was replaced which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device lost power and speed over short period of time. After about 2 minutes the handpiece stopped running. The light is still lit on the power unit. No additional skin graft was needed. There was no procedure delay nor harm/injury to any persons involved. No adverse events were reported as a result of this malfunction.